Manufacturer narrative:
Date sent to the FDA: 02/03/2009. Infection occurred - conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization and finished goods release criteria. The attending surgeon opines that the reported infection is related to retrograde flow of drainage fluid.

Event description:
International customer reported that a patient underwent breast surgery in 2008. The surgeon reports that the patient presented with a surgical site infection and seroma in 2008. The patient was hospitalized, prescribed antibiotics and underwent an incision and drainage of the site. The surgeon opines that the infection is related to retrograde contamination from surgical drains.